Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade 2/3 and "a substantial amount of 'gel bleed' in the pocket". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, dark ring and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Event description:
Healthcare professional reports right side capsular contracture, baker grade 2/3 and "a substantial amount of 'gel bleed' in the pocket". The device has been explanted.